Event description:
It was reported to resmed (B)(4) that the astral device is not detecting the correct power source. There was no patient injury reported as a result of this incident. Reference MFR # 3004604967-2015-00088.